Event description:
It was reported that the pump displayed channel error twice. The clinician stated that the pump module was turned back on and it worked. The event occurred at an outpatient oncology facility. The event was reported to bd representatives during their site visit. There was no information on patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that the pump displayed channel error twice. The clinician stated that the pump module was turned back on and it worked. The event occurred at an outpatient oncology facility. The event was reported to bd representatives during their site visit. There was no information on patient involvement.